Event description:
Same case as MFR#: 2134265-2012-06356, 2134265-2012-06357. Same patient as MFR#: 2134265-2012-03538. (B)(4). It was reported that post a stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient underwent percutaneous coronary intervention. Target lesion #1 was located in the proximal left circumflex artery (lcx) extending to the distal lcx. The lesion was 70% stenosed and 25mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement of a 3.0x28mm taxus liberte stent. Residual stenosis was 0%. Target lesion #2 was located in the first diagonal artery. The lesion was 70% stenosed and 14mm long with a reference vessel diameter of 2.75mm. The lesion was treated with direct stent placement of a 2.75x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012 - 90% ostial stenosis was identified in the first diagonal. The lesion was treated with direct stent placement of a 3.0x8.0mm ion stent. Residual stenosis was 0%. A second lesion was treated in the proximal left anterior descending artery (lad) extending to the mid lad, with 60% stenosis. This lesion was treated with direct stent placement of a 3.0x16mm promus stent. Residual stenosis was 0%. In (B)(6) 2012, the patient expired. The cause of death was cardiac arrest. Other underlying causes which contributed to the death included myocardial infarction and atherosclerotic cardiovascular disease.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).